Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to having a toe amputated. The customer reported that he stepped on a tack and got an infection that worsened. The customer reported that he was wearing the insulin pump at the time of the hospitalization. The customer also reported having been hospitalized due to a heart attack, and was wearing the insulin pump at the time of admission. The customer stated that he was currently hospitalized due to a pulmonary disease, but he was not wearing the insulin pump at the time of that incident. Blood glucose level at the time of the call was 198 mg/dl. The customer stated that the insulin pump's display was dark and frozen. Troubleshooting was not performed as the caller did not have the device available. The insulin pump was not replaced or returned for analysis.